Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device check, low pacing lead impedance was observed. The patient was asymptomatic. The lead was capped and replaced. The patient was fine post implant.